Manufacturer narrative:
Upon further investigation it was determined that an adverse event did not occur. Complaint numbers: (B)(4). The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
The healthcare provider reported injecting 1cc of evolysse form into the lips of a patient. The patient was initially reported to have nodules and lump in the lips following injection. Upon further follow-up with the hcp, the patient did not experience nodules and felt that the product had been placed too superficially.